Event description:
It was reported that restenosis occurred. On (B)(6)2025, the target lesion was located in the proximal right coronary artery (rca) and was treated with a 4.00 mm x 12 mm synergy megatron drug eluting stent. On (B)(6) 2026, the patient reported to have symptoms associated with unstable angina and was hospitalized for further evaluation and treatment, received medication and percutaneous coronary intervention (pci) was scheduled for a later date. On (B)(6) 2026, coronary angiography revealed 99% in-stent restenosis at the proximal rca to distal rca. The target lesion was treated with drug eluting stent, balloon angioplasty catheter, cutting balloon and other pci devices. Post revascularization, 29% stenosis was noted with timi flow of 3 and the patient was discharged from hospital.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.